Event description:
It was reported that the customer had difficulty filling the reservoir. The customer was assisted in refill process. Customer reported that they got no delivery alarm while trying to fill the tubing. The issue was resolved upon troubleshooting. Advised customer to monitor the device and call back if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.